Event description:
It was reported that the patient experienced mechanical issues with the pump of an inflatable penile prosthesis (ipp). A revision surgery was performed in which only the pump was replaced. The new pump was obtained from a preconnected ipp, however the cylinders were not used. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.